Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The returned instrument was received in its inner blister only. The outer blister and the tyvek foil were missing. The product shows macroscopic signs of damage: it is evident, that the metal tube has fallen off. The product shows no signs of surgery residues. The instrument was visually inspected with the aid of a photomicroscope using various magnification, which confirmed that the damage. The metal tube exhibit traces of adhesive, that show the sleeve and tube were originally bonded to the handle as specified but that bonding connection failed. The reported event could be confirmed with the returned sample but the root cause for the failure of the bonding connection could not be determined. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance-based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. No root cause for the customers reported event could be determined, since the situation that led to the instrument failure cannot be reconstructed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic sheath became detached from the device (circled in yellow in the picture) during a vitrectomy procedure. The surgery was completed on the same day without any impact to the patient. Additional information was received, product was broken during vitrectomy surgery in right eye and the surgery was completed on the same day.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).